Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ra lead was explanted and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to erosion and sepsis. During the revision the cardiac resynchronization therapy defibrillator was explanted. This ra lead will be explanted during an additional procedure once the sepsis has been controlled. This ra lead was surgically abandoned at this time. No additional adverse patient effects were reported.